Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a synapse system was used for a c-4 tumor of fixed region: c2-c5. The surgeon tightened the screw in question as he found the screw wobbled after a nurse mounted the screw during the surgery. However the surgeon could not pull out the driver from the screw because the holding sleeve was without rotation. The surgeon decided to extract the screw, the driver and the sleeve together and implanted another screw. The surgical delay was reported 5 minutes due to this event. After the surgery, the nurse could remove the screw in question from the driver as the sleeve loosened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that: as received condition: the synapse screw and components exhibit post production/acceptance damage that includes: screw has nicks and scratches on the t15 face, and the spherical outer diameter beaded surface has flattening of the surface. The periphery of the body has multiple diagonal nicks and scratches. All described nonconformities/damage is not related to the manufacturing process. Features p1 - thread profile (body) is unobtainable because feature can only be measured by sectioning part, all other features relevant to complaint condition meets specification, complaint is unconfirmed because product performed as designed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part 04.614.024 lot: 7660414 is synthes: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the holding sleeves contained light scratches on the inner sleeve and the part/lot number etchings were slightly faded however the distal threads were in good condition. The screw contained heavy wear with scratches and nicks throughout the outside of the body. Two threaded holding sleeves (part 03.614.017 lot 5915090) and one 3.5mm titanium cancellous polyaxial screw (part 04.614.024, lot 6578730) were returned for a holding sleeve not rotating to disengage from the screw. The sleeve is an instrument in the synapse system used for posterior stabilization of the upper spine. Per the technique guide, during the procedure, the hexagonal screwdriver shaft (03.614.039) and holding sleeve are assembled and attached to a 3.5mm, 4.0mm, or 4.5mm synapse screw for insertion into a pre-drilled pedicle. The relevant product drawings were reviewed during the investigation. The threads of the holding sleeve are designed to function and engage properly with the threads on the body of the screw. Both holding sleeves were tested with the screw and the sleeves were able to thread onto and disengage from the screw without any difficulty. The 03.614.039 driver was not returned and so the full sleeve and driver assembly could not be tested with the screw. Possible causes for the complaint include cross threading and over-tightening of the holding sleeve onto the screw. The technique guides provide instructions for assembling the driver to the holding sleeve and for attaching the assembly to the polyaxial screw. The complaint is deemed unconfirmed since there is no damage or evidence to suggest that the holding sleeve does not function properly. The returned holding sleeves were tested with the returned screw and found to function as intended. The design was reviewed and found adequate. This complaint is deemed unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.